Event description:
It was reported that the pump was alarming no disposable clamp tubing. I instructed the patient to stop and restart the pump but the pump continued to alarm. The patient did not want to remove the cassette so no additional troubleshooting was done. I've been instructed the patient to turn the pump off and go into her scheduled appointment. Appointment is at 09:30. No additional information available.